Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining "no value" troponin (accutni) results with "indeterminate flags" for five (5) patients, generated by the access 2 immunoassay system. No erroneous results were reported out of the laboratory. The customer did not provide the patient results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The bci hotline assisted the customer with troubleshooting and determined that an accutni reagent pack had been improperly loaded on to the instrument. The hotline assisted the customer in removing the mis-loaded reagent pack and the customer discarded the mis-loaded pack per the hotline instruction. Service was not dispatched for this event as the issue was resolved during routine trouble shooting with hotline.